Event description:
Report received from the USA stating that there was "liquid discovered inside the device". The reporter stated that it was unknown what type of liquid was in the device. The device was not being used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this is due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.